Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. Upon interrogation, the pulse generator was going in and out of noise reversion despite no noise signals. The device was reprogrammed and no further incidence of noise reversion was noted. The patient was stable and would continue to be monitored.